Event description:
PICC stylet wire remained in PICC, PICC inserted in ICU. The next day, it was noticed that the PICC was broken. Repair kit was called for and then they discovered the stylet wire in PICC. The stylet was then removed and the groshong replacement connector was attached to the PICC.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review is not possible, as no mfg lot # has been provided by the complainant.